Manufacturer narrative:
Evaluation summary: the product was returned and the reported deflation/retraction difficulties were confirmed on the returned device via testing. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Also, the IFU states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization.

Event description:
It was reported that during the procedure in the non-calcified left main artery for treatment of a tight 80% ostial lesion, a 4x8 xience stent was deployed. The proximal edge of the stent was located just at the ostium of the vessel. Post dilatation was performed using a 4.50x8 nc trek rx balloon inflated one time to 18-20 atmospheres. After dilatation, the balloon did not deflate properly and the physician could not withdraw the balloon into the guide catheter. Ultimately the guide catheter, balloon catheter and guide wire were retracted as a single unit. When reaching the femoral sheath, the balloon became caught but using traction, the device was withdrawn from the anatomy. There was no adverse patient effect. Reportedly, the balloon was not submerged in heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure; incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.